Event description:
Boston scientific received information from a journal article about the impact of ventricular optimization based on left ventricular (lv) lead position. The study was performed with 131 patients and included both boston scientific and medtronic lv leads. During the course of the study, three patients were excluded as an lv lead was unable to be implanted due to coronary sinus dissection. In addition, six patients experienced an lv lead dislodgement that required a revision procedure to reposition the leads. No additional adverse patient effects were reported. The serial number for the leads and what leads were associated with these adverse events were not provided in the article.

Manufacturer narrative:
An attempt is currently being made to obtain the serial information if any of the boston scientific leads were involved in the lead dissections and dislodgements. No additional information is available. If any additional information does become available, this report will be updated. The reference to the journal article: khan fz, virdee ms, read pa, pugh pj, begley d, fynn sp, dutka dp. Impact of vv optimization in relation to left ventricular lead position: an acute haemodynamic study.europace. 2011: epub before print.